Manufacturer narrative:
Additional information: d9, g3, h6. Complaint allegation is confirmed. Visual evaluation identified that the implant, peek suture tak had broken and bent. No broken pieces were returned for investigation. Functional testing was not performed due to the damaged to the device. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that an ar-1934ps-2 peek suture tak anchor broke during insertion. This was discovered during a right rcr procedure on (B)(6) 2023. The case was completed by removing all the broken fragmetns and using another ar-1934ps-2 peek suture tak.